Event description:
The pacemaker could not be interrogated properly and the medical team decided to explant the device and place a new pacemaker. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data were analyzed thoroughly. The analysis confirmed that the ipg switched into the safety backup mode on april 29, 2023 as a result of the detection of invalid memory content. By design, the ipg performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the ipg is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. Please note, in the safety backup mode, in order to ensure patient safety, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption, draining the battery. It is reasonable to assume, based on the data available for analysis, that the battery of this device is depleted, in which case a re-initialization request is not provided on the programmer. This represents a normal and expected device behavior. In conclusion, the battery status is anticipated based on the current consumption with safety backup mode parameters active since april 2023. There is no indication of a device malfunction.